Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported left side rupture discovered via ultrasound, capsular contracture baker grade unknown, inflammation, pain, periprosthetic shell predominant on the left. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.